Manufacturer narrative:
The insulin pump received with blank display due to interface board had broken solder joint. Device was received with broken battery cap. Device had minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Troubleshooting was not able to resolve the issue. Customer was sent a battery cap replacement and insulin pump remained with blank display. The blood glucose at the time of the incident was 101 mg/dl. The device was returned for analysis.